Event description:
The manufacturer received information alleging a continuous positive airway pressure (CPAP) device's sound abatement foam became degraded and caused the patient to develop nodules on lungs. The medical intervention that the patient received in response to the event is currently unknown. This issue was reported to the FDA per 21 cfr 806. The device will be corrected per res 88058.

Manufacturer narrative:
The manufacturer was previously contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging an issue related to a CPAP device's sound abatement foam. The patient has alleged to develop nodules on lungs. There was no report of serious or permanent patient harm or injury. Medical intervention is not specified by the patient. The device was returned to the manufacturer's product investigation laboratory for investigation. An external and internal visual inspection of device were completed by the manufacturer and found evidence of residue on the inside of top panel and inside of front panel, dust on outside of plastic blower box cover, inside of plastic blower box cover, on top of blower box, and inside of bottom panel. The manufacturer found no evidence of sound abatement foam degradation. The device's downloaded event log was reviewed by the manufacturer and found no error logged. The device was applied power and the device operated properly. The manufacturer concludes the contaminates found were consistent with residue on the inside of top panel and inside of front panel, dust on outside of plastic blower box cover, inside of plastic blower box cover, on top of blower box, and inside of bottom panel. The manufacturer confirmed there was no evidence of sound abatement foam.